Manufacturer narrative:
The stereo microscope investigation revealed surface damage. Further observation determined there were no indications of material or manufacturing defects. The function was tested and fully available. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. The root cause for this malfunction could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported the distractor would not advance after placement. It was replaced during the same surgery.